Manufacturer narrative:
Other applicable components are: product ID 8781, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter.

Event description:
Information was received from a consumer regarding a patient receiving baclofen, dose and concentration not reported. The patient was having different symptoms. The patient was experiencing nausea, diarrhea, increased tone and spasticity, and shortness of breath. The area directly over the pump and the exact size of the pump turned back and blue. Per the reporter the area was a little warmer to the touch compared to the rest of the patient's skin but stated that the patient reported the area was not painful. The patient reported the right side of their body was itchy. Per the reporter that was the patient's affected area from her tbi (traumatic brain injury). The patient didn't have any falls or trauma. The patient's pump was last refilled (B)(6). The reporter thinks the pump was not working. The patient reported that there have been no alarms. The reporter had called the healthcare provider's office and were awaiting to hear back from the healthcare provider. The healthcare provider told the reporter to call the manufacturer. It was reviewed the option of going to the ER (emergency room) and ask them to page a company representative if the reporter felt it was urgent. Per the reporter they have had to go in for other issues in the past and stated the ER doesn't know how to handle the pump. They would work with the healthcare provider. On (B)(6) 2016 mpxr 372229 (con, rep): additional information received from a consumer patient via a manufacturer representative. It was reported that the patient was receiving baclofen 1000mcg/ml via an implanted. Indication for use was noted as intractable spasticity. The patient's husband stated that pocket infection started a few weeks prior to surgery after the patient's most recent refill. At the refill, the practitioner had tried to access the pump "over 8 times" before using ultrasound guidance. When ultrasound guidance failed, they went to use a fluoroscopy and finally gained access. A few days later, the patient revealed symptoms of pocket infection. It was reported the patient was on schedule for pain pump/catheter explant due to pump pocket infection. The manufacturer was not needed for the case. The manufacturer representative was paged for assistance in the operating room (or). In the or, the physician stated that the patient was originally on for complete explant but the patient's infection had resolved so much that the physician was going to attempt to save the pump and simply do a thorough wash out of the pump pocket. The physician, while in, wanted to replace the pump connector as he had unhooked the pump from the catheter already and aspirated the catheter completely (3.0ml exactly) to gain access to the entire pocket. The pump was disconnected from catheter, catheter was aspirated, and pump pocket was thoroughly flushed, new catheter sutureless connector was connected to catheter and primed just the new catheter segment per protocol. Post-operatively, the updated pump programming was printed (the physician increased the patient's daily dose of baclofen). It was noted that the patient was treated with antibiotics and per the physician the infection grossly resolved. The issue resolved at the time of report. It was the manufacturer representative teams understanding that the clinic where refills were done do not use the manufacturer refill kits when refilling pumps. The date of the refill was unknown.

Event description:
Information was received from a consumer regarding a patient receiving baclofen, dose and concentration not reported. The patient was having different symptoms. The patient was experiencing nausea, diarrhea, increased tone and spasticity, and shortness of breath. The area directly over the pump and the exact size of the pump turned back and blue. Per the reporter the area was a little warmer to the touch compared to the rest of the patient¿s skin but stated that the patient reported the area was not painful. The patient reported the right side of their body was itchy. Per the reporter that was the patient¿s affected area from her tbi (traumatic brain injury). The patient didn¿t have any falls or trauma. The patient¿s pump was last refilled (B)(6). The reporter thinks the pump was not working. The patient reported that there have been no alarms. The reporter had called the healthcare provider¿s office and were awaiting to hear back from the healthcare provider. The healthcare provider told the reporter to call the manufacturer. It was reviewed the option of going to the ER (emergency room) and ask them to page a company representative if the reporter felt it was urgent. Per the reporter they have had to go in for other issues in the past and stated the ER doesn¿t know how to handle the pump. They would work with the healthcare provider.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.